Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, can comm flags, false asystole events, code 107) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure, service codes and false asystole events was isolated to an open yellow (pgnd) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing service code 204 (belt/monitor unusable), belt communication error flags, false asystole events, and service code 107 (multiple abnormal shutdowns).